Event description:
Info was rec'd from a clinic in germany that a pt was observed with diffuse lamellar keratitis (non-specific inflammatory response) and pain. Debris of unknown nature was also noted under the corneal flap. The flap was flushed with bss and vancomycin and the flap was replaced. Post operatively, the area was clean and visual acuity had improved. Double vision in one eye has developed and the pt will be monitored. Add'l info has been requested.